Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, in-house testing was performed with retained strips of the reported lot and an in-house meter. In-house testing of the reported lot met accuracy criteria. The customer's complaint was not replicated. Although a relevant nc was noted in batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. A customer technique issue was identified in the complaint; this may contribute to unexpected results. The customer did not provide a laboratory comparative for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. Patient was reported to have begun bridging on lovenox on (B)(6). This is considered off-label use and may have contributed to difference in the customer's inratio inr results from (B)(6). Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .0 - 3.0. On (B)(6) 2016 inratio inr = 2.1. On (B)(6) 2016 inratio inr = 2.1. On (B)(6) 2016 inratio inr = 1.4. This same day warfarin dose was stopped and patient began bridging on lovenox after the inratio test was complete. On (B)(6) 2016 inratio inr = 1.8. No reported adverse patient sequela.